Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot: failed - perpetual rebooting. Receiver functional test: unable to perform - perpetual rebooting. Finding related to complaint in receiver download: the receiver was shut down by the user . The complaint was not confirmed because the receiver was shutdown manually prior to perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.